Event description:
Consumer called to report checking with their plink meter (reading was hi) and dosing with insulin based on the high reading. Afterwards checked with their other meter (competitive) and result was lower. Consumer went to the hosp due to overdosing.